Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any finding relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: seizure, stroke. Time of symptoms: during the procedure. It was reported that during a right internal and common carotid artery stenting procedure, the pt had a possible watershed ischemic stroke. During stent placement, the pt had what appeared to be a seizure followed by mild left arm weakness. The physician felt the brief seizure was due to the poor collateral circulation. A CT scan on the day of the procedure and an MRI one day post procedure showed a small infarct. Analysis of the medical records confirmed this to be a minor ipsilateral ischemic stroke. Reportedly, the symptoms resolved within 24 hours without treatment. Two days post procedure, the pt was discharged to home in good condition. Although requested, there is no additional info available.